Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue due to use error. The connection between main enclosure and display and was seated and fastened down properly.

Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no report of patient harm.